Event description:
It was reported that an unknown system error (se) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. Functional testing, electrical safety testing, and a simulated therapy were performed. The reported problem was identified as a system error (se) 2046. During evaluation it was identified that a negative p tank log was present. The pump was determined to be the cause and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The homechoice (hc) has been returned, and a device analysis is anticipated. Should additional relevant information become available, a supplemental report will be submitted.